Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that remote transmission indicated the device was double counting due to a wide qrs wave. Programming changes were recommended, but physician opted to monitor the patient. The patient was stable after the event.